Event description:
Per oos system, was removed due to infection and is currently at the hosp. A request for the device to be returned will be sent. Also removed: xelos dr-t, MDR 1028232-2007-00350, setrox s 53, MDR 1028232-2007-00352.